Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot numbers: h10k12043, h11b21041, h11b24094, and h11c31030 with no defects noted. The cause of the peritonitis was use error-poor aseptic technique. The label review found the labeling adequate for the use error in this complaint. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. Reference ncr (B)(4) / renq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 2 involved in this peritonitis event.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous consumer report with supplemental information by a nurse from the USA of patient that made mistake with touch contamination and peritonitis coincident with dianeal pd4 ambuflex, dianeal pd4 ultrabag and extraneal viaflex therapies for peritoneal dialysis (pd). On an unreported date in 2011, the patient made a mistake with touch contamination. On (B)(6) 2011, the patient experienced peritonitis. On (B)(6) 2011, the patient was hospitalized. Treatment information was not reported. On (B)(6) 2011, the patient was discharged. At the time of this report, the patient was recovering. Dianeal and extraneal therapies were ongoing. The nurse reported that the event of peritonitis was not related to dianeal and extraneal therapies. An opinion of causality for the event of patient made a mistake with touch contamination was not provided.